Event description:
The user facility reported that during an unspecified procedure a foreign material/tissue was pushed out of the endoscope. This incident was disclosed to the patient. There has not been any infection or patient harm as a result of this incident.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the presence of foreign material in the channel of the device. There were deep scratches noted near the biopsy opening and on the side of the plastic distal end cover. The upward and downward angulation was loose. The bending section cover glue was cracked. There was a bite mark noted at 55 cm on the insertion tube. The device has been serviced and returned to the user facility. This report will be supplemented when new information becomes available. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material likely occurred from one of the following situations: -there were differences between brushing methods performed by the user facility and brushing methods recommended by instructions for use. -training regarding device handling as per instructions for use and regarding routine reprocessing methods was insufficient. -the detected foreign material was possibly part of the broken biopsy valve or a tissue adhered to the biopsy valve due to reprocessing of the biopsy valve was insufficient. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.